Manufacturer narrative:
The field service representative (fsr) reviewed assay parameters and adjusted the wavelengths for each assay per the package insert. Total and direct bilirubin assays were then calibrated and both levels of controls were in range. Retesting of the samples gave expected results. A review of tickets determined that there is normal complaint activity for architect total bilirubin reagent ln 6l45-21/lot number 56466uq12. Review of tracking and trending reports did not identify any related trends for discrepant patient results for the product. World wide data was reviewed and determined that the patient median result for total bilirubin reagent lot number 56466uq12 is within established control limits, therefore, no unusual reagent lot performance was identified. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, the architect total bilirubin reagent lot number 56466uq12 is performing as intended, no systemic issue or deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect total bilirubin results on one patient. The results provided were: sid (B)(6) initial result bilirubin, total = >25.00 mg/dl, repeated bilirubin, total = 1.30 mg/dl, repeated on the alinity bilirubin, total = 23.17 mg/dl. No impact to patient management was reported.